Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution (reconstituted powder) was hung, and the pump was set to deliver at an unknown rate. Reporter stated the pump delivered the formula in two hours instead of the programmed four hours. Following the event, the pt vomited. There was no illness, injury or medical intervention resulting from the event. One pt involved.